Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for left atrial appendages closure procedure. During insertion, it was noted that the rf wire did not advance into the versacross dilator. It was also noticed that the coating issue on the wire was damaged. It was peeling on distal end of rf wire. No other damage noted. The procedure was completed successfully by using different device, same model. No patient complication was reported.